Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that a patient's right ventricular lead was capped on (B)(6) 2019 for an unreported indication. Further information was requested but not received.